Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: hyperion 6fr jr3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported the procedure was performed to treat a de novo, concentric lesion with mild tortuosity, heavy calcification and 90% stenosis in the distal right coronary artery (rca). A 2.5 x 15 mm traveler balloon catheter was advanced without resistance to the target lesion, but ruptured during the first inflation at 8 atmospheres. A non-abbott balloon was used to continue to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.